Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm occurred (cartridge alarm 19) during basal delivery. The customer reported a blood glucose level of 200 (mg/dl) and delivered a correction bolus. A new cartridge was loaded onto the pump and the issue was resolved.